Event description:
According to risk management at the user facility, the device was programmed to deliver fentanyl at a rate of 10 ml/hr. Then, at approximately 1600 hours, a new 250 ml bag was hung and the rate was changed to 5 ml/hr. When the nurse checked, there was only 170 ml remaining in the bag, less than expected at that point in the infusion. The patient has to be re-intubated. No other adverse reactions were reported.